Manufacturer narrative:
The subject duodenoscope was inspected at the fujifilm local service center, and no abnormality was found at the distal end that could lead to the cap coming off. The distal end cap dc-08d in which this incident occurred was not available because it was destroyed at the facility, but fujifilm confirmed that there were no problems with the manufacturing records and shipping inspection results for the lot in question (lot: 13632). As with similar events in the past, the event may have been caused by a defective installation of the distal end cap. The facility was retrained on distal end cap installation to duodenoscope.

Event description:
It was reported that the patient underwent an endoscopic retrograde cholangiopancreatography (ercp) procedure, and during the withdrawal of the duodenoscope ed-580xt from the patient's body, the distal end cap dc-08d fell off into the patient's mouth. After the procedure, the procedure nurse informed doctor about the distal end cap was missing while doing the bedside cleaning of the duodenoscope. The doctor went back to check on the patient's mouth and removed the distal end cap with gloved hand. There was no report of patient harm or injury.